Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms upon review of device memory through the remote home monitoring system. The physician planned to bring the patient into the clinic for further evaluation. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic. No noise was able to be produced with patient isometrics and pacing impedance measurements were noted to be within normal limits. The root cause was not determined. Monitoring will be continued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that intermittent high out of range pacing impedance measurements continued to be observed on the rv lead as well as another manufacturer's right atrial (ra) lead. Noise was also observed on both the ra and rv channels and was felt to be consistent with oversensing related to the minute ventilation (mv) feature. The noise was only oversensed on the ra channel. An invasive procedure was performed. Upon opening the pocket, the leads were tested on a pacing system analyzer (psa) and no noise or out of range pacing impedance measurements were observed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced. The ra lead remains implanted and in service. No additional adverse patient effects were reported.